Manufacturer narrative:
The investigation for the optical signal issue has been completed. No product was returned. Data logs were reviewed and the optical 5s parameters signal-to-noise ratio, contrast was decreasing while the gain and lamp increased. This failure indicated the air gap characteristic which occurred immediately after plug connect. This issue resolved after the pump white plug was disconnected and reinserted. The cause of the optical signal failure was most likely an air gap from between the automated impella controller and the patient cable plug. B.7 revised as information was inadvertently omitted from the initial submission of manufacturer device report number 1220648-2024-11852. F.6 and f.8 dates were reported on manufacturer device report number 1220648-2024-11852 and should not have been. G.1 revised reporting contact fax number in accordance with updated procedures since the initial manufacturer device report 1220648-2024-11852 was submitted.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The impella cp was being prepped when the automated impella controller (aic) would only show motor current waveform and impella flow box. The placement signal and purge system boxes were blank. The impella was advanced and turned on briefly with noted good flows, but it was quickly removed to assess any issues for patient safety. The pump was tested in a bowl by the doctor with normal function. The aic and impella cp were replaced and procedure was successful. There was no patient harm related to this event.